Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During the procedure, the suture which in one out of the cr was come off from the beginning. It was a control release needle. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with a detached needle, a undispensed suture and seven undispensed strands was received for analysis. Product code vcp740d which is a control release and requires eight strands per packet. Upon visual analysis of the returned sample revealed that incorrect swage (short swage) defect was observed on the needle from slot #1, since the needle was not placed correctly on the tool. As per the sample was received opened and exposed to the environment no functional test was performed. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The following information was requested, but unavailable: - please provide lot number. =>unk - when did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? =>in the package - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? =>the device has been received at sukagawa and will be shipped. Please check rmao. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.